Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have high blood glucose of 406 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and small air bubbles was found in tubing. Customer continued to give herself manual injections and her blood glucose continued to elevate. Customer was advised that this could be due to expired insulin. Customer was advised that after changing insulin and blood glucose continues to rise, to call back as it may be due to insulin pump. No further information provided.